Manufacturer narrative:
This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical devices: 6935m55 lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrythmia. The patient's arrythmia was slower than the detection zones and never met the number of intervals to detect for therapy. Interrogation of the device shows that at some point the device may have had some sensing issues. The patient suffered cardiac arrest and is now deceased.